Event description:
Technician alleged that the brake casters would break but not hold. No pt impact.

Manufacturer narrative:
The technician found the cause to be old worn brake casters. The technician replaced all brake casters to resolve the issue.